Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis. The instrument was found to have one grip cable broken at the proximal end. The grip cable was broken at the clamping pulley. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. Additionally, the instrument was found to have a loose grip cable at the grip hub and a cracked clamping pulley of input # 6 (grip). The cracks resulted in the loss of tension of the correlating grip cables in the distal end.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the medium-large clip applier instrument cord came out loose after the first clip attempt. The customer took the clip applier out of the patient and saw that the connections were loose. The customer replaced medium-large clip applier instrument with another, and the issue was resolved. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use. The incident occurred when the doctor was using the instrument. The doctor used it for the first clip and after that was when the cords became loose. The issue occurred while the surgeon attempted to clamp on vessel on the second reload of the clip. The issue was related to unsuccessful clip application (e.g., incomplete closure of clip). Medium-large hem-o-lok clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The issue occurred the second time the clip applier was used. They used another instrument to resolve the issue. The instrument was cleaned and returned.